Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, display anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the escape buttons were sticky and also had scratches on the screen and was difficult to read. It was reported that they had grinding noises and low battery. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.